Event description:
It was reported that the device was used during an anterior resection. The device did not cut the tissue. Another device was used to complete the case. There was no conseequence to the patient.